Event description:
It was reported that during an unknown procedure the stapler's blue reload, when the surgeon fired it, staples did not totally come out of the cartridge but the bowel was cut. It seems it was stuck. We have bleeding and surgeon ended up over sewing it. We don¿t know if it¿s the stapler or the reload.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 8th, etc.)? 3rd. Was buttressing material utilized? If so, which product? No. Were any unexpected noises heard? If so, when? Let me get back to you on sunday. Were any of the forces higher or lower than expected (closing, firing, or opening)? Let me get back to you on sunday. During which stroke did the event occur? Device fired completely, but staples were not formed across most of the staple line. Was the user able to complete the firing sequence? Yes. How much blood was lost (ml)? Let me get back to you on sunday. Did the patient require a transfusion? No.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with an ecr60g reload present. The reload was received with the left side fully fired, right side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.